Manufacturer narrative:
The insulin pump had button error alarmed due to corroded on keypad trace. No moisture damage found on electronic assembly and motor. The insulin pump was received with scratched on display window, cracked reservoir tube lip, missing end cap sticker and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump would not respond to anything. The customer's blood glucose was 6.4 mmol/l at the time of incident. The insulin pump will be returned for analysis.